Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 300mg/dl. Customer alleged pump was the suspected cause of bg level. Pump system check with tandem technical support (cts) found pump to be functioning properly, however, customer maintained that there was an issue with the pump. Customer declined to remove and inspect the infusion set site for possible issues. No additional patient or event information was provided.